Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that there was a hole and reddish material in the pebax area. The device was connected to carto 3 system, and the device was recognized correctly; however, error 105 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device number lot 31285663l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer, therefore, the complaint was confirmed. The potential cause of the open circuit could not be conclusively determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system prior to use of the force feedback feature. If the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Regarding the pebax, the instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a isvt (intrauterine fetal supraventricular tachycardia) ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified that there was a hole and reddish material in the pebax area. During the procedure, qdot micro¿ catheter had high force values during ablation. The catheter would zero appropriately, but the force would go high as soon as ablation was started. The cable was replaced and the issue was still there. A full piu (patient interface unit) restart was completed but the issue persisted. The ngen generator was rebooted as well. The connection sequence was repeated every time the devices were restarted, but the issue remained. The qdot micro¿ catheter was replaced and the problem was resolved. The case continued. No patient consequences were reported.